Event description:
It was reported to fresenius that blood loss occurred after the multilfiltrate pro experienced a ¿total failure¿ during a patient¿s continuous renal replacement therapy (crrt) treatment. The reported issue occurred approximately 4:35 (hr/min) after treatment initiation. No error messages were received. The patient did not experience a serious injury nor require medical intervention. The patient¿s blood could not be reinfused as a result of the failure. The patient¿s maximum estimated blood loss (ebl) is approximately 246 ml. The patient was transferred to a different machine in order to continue treatment. The machine was evaluated and a subsequent functional test was passed without any errors. The machine was confirmed to be returned to service. No sample is available for evaluation by the manufacturer. No additional information is available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer which prevented a physical evaluation from being performed. However the machine files were provided to the manufacturer for review. It was confirmed that a software and communication error occurred which ultimately resulted in system error 9040.1. A complaint history review revealed that the reported failure type represents a known issue. This issue is captured in a corrective and preventative action (CAPA) which was opened to perform further root cause analysis of the software error. As this is a known issue, a device history record review is not required. Based on the provided information the manufacturer confirmed the reported issue could be reproduced. Error code 9040.1 is a collective error code for miscalculation and has many sources. There is no single root cause. The error code leads to the termination of treatment and to the stop of the machine. Treatment can continue after restarting the machine. Manual blood reinfusion should always be possible and is described in the instructions for use (IFU). Review of the IFU or service manual is not necessary as the complaint is not related to the function/operation of the device or an operator handing error. A review of the service manual is not necessary because the complaint is not related to a faulty handling during servicing.

Event description:
It was reported to fresenius that blood loss occurred after the multilfiltrate pro experienced a ¿total failure¿ during a patient¿s continuous renal replacement therapy (crrt) treatment. The reported issue occurred approximately 4:35 (hr/min) after treatment initiation. No error messages were received. The patient did not experience a serious injury nor require medical intervention. The patient¿s blood could not be reinfused as a result of the failure. The patient¿s maximum estimated blood loss (ebl) is approximately 246 ml. The patient was transferred to a different machine in order to continue treatment. The machine was evaluated and a subsequent functional test was passed without any errors. The machine was confirmed to be returned to service. No sample is available for evaluation by the manufacturer. No additional information is available.

Event description:
It was reported to fresenius that blood loss occurred after the multilfiltrate pro experienced a ¿total failure¿ during a patient¿s continuous renal replacement therapy (crrt) treatment. The reported issue occurred approximately 4:35 (hr/min) after treatment initiation. No error messages were received. The patient did not experience a serious injury nor require medical intervention. The patient¿s blood could not be reinfused as a result of the failure. The patient¿s maximum estimated blood loss (ebl) is approximately 246 ml. The patient was transferred to a different machine in order to continue treatment. The machine was evaluated and a subsequent functional test was passed without any errors. The machine was confirmed to be returned to service. No sample is available for evaluation by the manufacturer. No additional information is available.

Manufacturer narrative:
Correction: this MDR submission was created in error.